Manufacturer narrative:
A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. This file was closed because the device was not received within 55 days of opening the file. A review of the device history record showed the device had a manufacture date of 12apr2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Keypad failure- channel off key. (B)(6) 2018 12:22:00 (B)(6). Warr- ¿ po = $(B)(6) . __(B)(6). Shipping & billing addresses confirmed. There was no patient involvement. The device was not received as of this date. No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The device was not been previously returned for service. The database showed no quality notifications were opened for the device. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per swi 1501-006-000 and 1501-070-000. This file was closed because the device was not received within 55 days of opening the file.

Manufacturer narrative:
A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. This file was closed because the device was not received within 55 days of opening the file. A review of the device history record showed the device had a manufacture date of 12apr2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Keypad failure: channel off key. (B)(4).